Manufacturer narrative:
An event of gastrointestinal hemorrhage with a patient outcome of death was reported. A medical review was completed and concluded that the exact cause of death is unknown. Since the fatality occurred 10 days post implant and there is no report of any complications, most likely the death is related to underlying comorbidities of the patient. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported gastrointestinal hemorrhage with a patient outcome of death could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer vascular plug ii was implanted in the patient for retrograde transvenous obliteration (parto). The plug was successfully implanted. On (B)(6) 2025, the patient was reported passed away. The cause of death was gastrointestinal (gi) bleeding.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer vascular plug ii was implanted in the patient for retrograde transvenous obliteration (parto). After the procedure, the patient passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.